Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine office visit that this pacemaker device was found in safety mode. A device replacement procedure is scheduled in the near future. The device remains implanted. No adverse patient effects have been observed.

Manufacturer narrative:
This product has been explanted, but has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine office visit that this pacemaker device was found in safety mode. A device replacement procedure is scheduled in the near future. The device remains implanted. No adverse patient effects have been observed. New information was received that this pacemaker device was explanted, and a new device implanted. Besides surgical intervention no adverse patient effects were reported.